Event description:
On (B)(6) 2019 while performing a preparation on tooth #30 and toot #31 for removal of old crowns, dr (B)(6) had a handpiece overheat which resulted in a burn injury to the patient's inner right cheek surface and lip. Patient was under local anesthesia at the time of the event and no abnormality or malfunction was observed with the handpiece prior to the injury. The doctor changed the handpiece after the injury was observed to prevent any further contact to soft tissue. Patients burn was treated with warm salt water and topical benzocaine. A follow up with the patient was conducted and the patients injury is healing normally. No further medical treatment is required at this time.